Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. Additionally, the customer received a power source alert while plugged into the wall adapter. Subsequently, the pump battery gauge was fluctuating which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully power on and continue charging the pump using a different wall adapter. Blood glucose was 140 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.